Event description:
On (B)(6) 2012, customer reported that the dxc 600 pro instrument generated a false low carbon dioxide (co2) result for 1 patient sample. The result was not reported out of the lab. The sample was rerun on the other dxc in the lab, and that result was reported. Quality control prior to and after the event was within lab-established ranges. After the event co2 failed calibration. Field service engineer (fse) inspected the instrument and found bubbles in the flowcell, which were caused by the ratio pump. Fse replaced the ratio pump and verified performance. This resolved the issue.